Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Motor not running was found at the beginning of the occlusion test. Error history log review found a motor not running error. The root cause of the reported issue was found to be the stepper motor did not operate as intended. Actions were taken to mitigate the reported issue: replaced stepper motor. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump was not able to bolus. No patient injury was reported.